Manufacturer narrative:
Serial number not provided.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that synchronism fails. The device was in use on a patient. Additional details have been requested.